Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned for analysis in five segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information states that during the upgrade procedure, part of the superior vena cava shocking coil was left in situ. The procedure was completed successfully. The patient was in a stable condition.